Event description:
The customer reported that there was no audio at the patient information center ix (pic ix) central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The customer stated that the surveillance station did make a quiet sound but only when changing the sound level. The customer swapped speakers, but this did not resolve the issue. The rse learned that the customer was using a display port for their screens. The rse advised the customer check the what playback device was set as the default in windows. The customer indicated that one of the screens was set as the default playback device. The rse guided the customer to change the default playback device to the speaker and disable the display port sound devices. This is considered a product malfunction as it is unknown how the speaker was removed as the default playback device. H3 other text : see h10.